Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 600 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles and leaks. The customer reported that they had bent cannula. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer then reported that they were hospitalized due to high blood glucose. The customer's blood glucose was 800 mg/dl at the time of hospitalization. The customer stated that they were given manual injections to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.